Event description:
The customer stated that an unspecified number of patient samples tested with the na+ electrode on a cobas integra 400 plus (i400+) had low na results. The customer changed the na electrode on the week of (B)(6) 2018, but there was no change. The issue appeared more noticeable starting on (B)(6) 2018. Other ise tests appeared to be unaffected. The customer stated that would na calibrate ok in the morning, but they start to have issues with na results in the afternoon, after calibration. The customer cleaned and changed the ise mix tower. The customer also replaced system reagents. The customer stated that they did not see any tubing leaks and there were no issues with the probe. The customer provided data for three patient samples which had erroneous na results. Of the three samples, only one was a reportable malfunction. The erroneous result was not reported outside of the laboratory. The customer stated that the initial result was measured prior to (B)(6) 2018, but could not provide the specific date of the event. The sample initially resulted with an na value of 125 mmol/l, which repeated as 136 mmol/l. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient. The na electrode lot number was 21572347, with an expiration date of 16-mar-2018. This electrode was after the stated install by date. The field service engineer found a damaged sample syringe plunger. He replaced the syringe plunger and also replaced the potassium electrode as a precaution. He ran diagnostics, performance testing, calibrations, and a check test. All tests passed. The customer ran calibrations and controls; these passed. The customer ran several patient samples and the results were normal. Investigations determined the issue to be resolved by the service actions.